Manufacturer narrative:
The device history record review of the reported lot number shows evidence that the product was released according to all established procedures and qa documentation. A sample evaluation could not be conducted since a sample nor photograph was provided for evaluation. Without a sample to evaluate, it is not possible to confirm the reported issue or determine a root cause. All associated lot documentation was carefully reviewed; no issues or discrepancies were found related to the reported complaint. Prior to a lot¿s release, the lot must be deemed acceptable, passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, this lot was inspected for leakage at the hub. The lot met all defined acceptance requirements and was released. Current process controls are executed in accordance with product specifications to meet quality acceptance criteria. The manufacturing facility will continue to monitor the process, customer complaints and feedback notifications for any adverse trends to determine the need for additional corrective actions.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
Customer reports: one of the nursing staff reported leaking issues with a hypodermic safety needle 25g 5/8¿ last week.